Event description:
Reported due to arterial occlusion resulting in surgery. Physician attempted arteriotomy closure with the closer s device after a balloon angioplasty. The procedure was intended to treat an acute myocardial infarction. Fluoroscopy was not done prior to the procedure. The femoral artery was reported to be 10mm and condition of the vessel was unknown. Reportedly, the device inserted without difficulty. When the physician deployed the foot, "pulsating marking could not be stopped." The physician changed the angle of the device to thirty degrees, marking stopped and needle deployment was performed. Reportedly, the device was removed without difficulty. Hemostasis was achieved, an intra aortic balloon pump was inserted and "heparin was kept to dose." The reason for balloon pump insertion was unknown. The dosing range of heparin was unknown. The length of time the pt was on the balloon pump and heparin was unknown. When the balloon pump usage and haparin were stopped, the pt complained of pain at the "centesis area." An angiogram of the femoral artery revealed an occlusion. It was reported that "the posterior media was dissected and the bottom of the artery was sutured." The pt was taken to surgery and approx 3cm of the artery was replaced with 6mm of graft artery. The pt was discharged in 2004; condition unknown. Although requested, no add'l info was provided.